Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields- b5, d4, d8,h3,h6, h11 the device was returned to olympus and the reported failure was confirmed. On inspection the pad was found to be severly worn. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely mechanism causing the tissue pad to fall off might be the following: 1. During output activation, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was severe wear and peel off. 2.force applied to the peeled tissue pad caused it to detach. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received that tissue pad fell into patient and not probe.

Event description:
During a therapeutic gastrointestinal surgery, the probe tip of sonic beat(sb-0535fc) broke and fell into the patient body. All fallen fragments were retrieved by endoscopic method, presumably with the aid of forceps. The size of fallen fragments were about 3 cm. The device was replaced and procedure was completed using a similar product with a delay of less than 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.